Manufacturer narrative:
During testing it was noted that the device door roller was missing and the door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for remediation. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken off.